Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/19/2021. Additional information was requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm whether or not this customer ) performed the patency check mentioned above prior to using each suction reservoir on the patient as directed in the IFU? Can you also please also confirm if this is or is not a standard practice of the back table staff at this hospital? Response from rep: the customer has used the jvac bulbs for many years and never had issues, due to the high reliability of the product. That's why they, until the incident occurred, didn't pretest the bulb anymore. As the incident popped up, they started to take sample tests per box and would release the whole box if the sample test was fine. Per the instruction for use: 3 activating the j-vac bulb suction reservoir. It is important that the patency of the j-vac bulb suction reservoir be verified immediately prior to connecting it to the drain: with the drainage plug removed, squeeze the reservoir until it has collapsed. Holding the reservoir in a collapsed position, insert the drainage plug to seal the drainage opening. Release the squeezing pressure to allow the reservoir to inflate. In the event the reservoir does not completely inflate, the following corrective procedure should be employed: o repeat above steps for verifying patency of the bulb suction reservoir. This repeated action should open the anti-reflux valve and permit it to function normally. O if the reservoir does not completely reinflate when tested according to the procedure described above, the reservoir should not be used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Did all the procedures require a re operation? Unknown, not reported. What is the lot number? Unknown. Were there any patient consequences? If so, was there any associated medical or surgical intervention? Unknown, not reported. Is the device available to be returned for evaluation? Not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. The one way valve doesn't open, no suction, blood and fluids aren't drained. Lot number not available. No product to return. No patient consequences were reported. Additional information has been requested.